Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in two pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at the distal region of the lead. The cause of the external insulation abrasion is consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.